Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon prior to use, in the protective sheath. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood or contrast visible. There was moisture visible in the inflation lumen. The protective sheath was not returned with the catheter. The stent was returned completely dislodged from the catheter. No other damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were several bends in the entire length of the hypotube. No other damage to the catheter was noted. A laser micrometer was used to measure the stent outer diameters and they did not meet mfg criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Results from the visual analysis confirmed that the stent had dislodged. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of MFR. The stent outer diameter dimension was outside of the accepted mfg specification; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all within the required specification, this oversizing most likely occcurred at the time of dislodgement as it is expected that the stent would expand during travel over the folded balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include, but not limited to improper or inadequate crimping at the time of MFR, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. During visual inspection, several bends were observed along the proximal shaft (hypotube). This type of damage may occur during removal from packaging at the account, device preparation or during mfg; although there are many in process controls to help assure that this was not a mfg issue. No damage was noted as being found during inspection prior to use. No conclusive root cause can be determined in this case. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.